Manufacturer narrative:
Ge healthcare technical support recommended adjustment of the scavenger vacuum valve. The service will be performed hospital employee or contractor. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.